Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -06.50 diopter, in the patients left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was due to the device.